Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included replacing multiple parts which resolved the issue. A review of service history for the architect c16000, serial number (B)(6), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c16000 for multiple patients. The results provided were: sid (B)(6) initial magnesium=8.79 mg/dl/repeated=2.43 mg/dl, laboratory reference range=1.6 to 2.6 mg/dl there was no reported impact to patient management.